Manufacturer narrative:
The actual device was returned and evaluated for the reported event of an overfill. A review of the event history log revealed no failure or malfunction events that could have caused or contributed to this issues. Visual inspection did not identify any abnormalities that could have contributed to the report of an overfill. A short simulated therapy was successfully performed. The device also underwent functional and electrical testing, but nothing was found related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to be within specifications and the overfill was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was overfilled by five liters during peritoneal dialysis therapy. This event occurred during the second cycle of therapy. The patient reported that they felt crowded and had a bulging belly. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.